Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the battery life is less than expected and the battery compartment was damaged. The customer noted that the battery cap was damaged and there was moisture within the pump. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/15/2016 with the following findings: a review of the pump¿s black box revealed no evidence of a cs 128 alarm. The black box did show evidence of a short battery life. There was evidence of moisture behind the display lens. A leak test was performed and showed a leak at the battery compartment crack and cover crack. The pump case was removed and there was evidence of additional moisture inside the pump on the power printed circuit board. The pump powered on with the returned battery cap. The battery cap was unable to fully tighten. The battery compartment was found to be cracked. There was evidence of moisture contamination inside the battery compartment. The cartridge cap was able to fully secure. The current draws were within specification. A ¿battery life¿ issue was not duplicated during investigation. Unrelated to the original complaint, the bolus button cover was torn but still responsive. There was a cover cracked found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.